Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19170. It was reported patient was experiencing ineffective therapy and diagnostics indicated that one lead had high impedances. Trouble shooting was unable to solve the issue. As such surgical intervention took placed wherein both the thoracic leads were explanted and replaced with new leads. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.